Manufacturer narrative:
UDI #: no UDI because this device is not sold in the USA.

Event description:
The customer reported the defibrillator is not getting charged. There was no reported adverse patient impact.